Event description:
The pt presented with a ruptured anterior communicating artery (acom) aneurysm that was treated by coil embolization. Five months post procedure, the pt went to the emergency room due to a change in mental status and an angiogram revealed a re-occurrence of the aneurysm due to coil compaction. The physician decided to treat the re-occurrence and five coils were successfully placed into the aneurysm with no clinical consequence to the pt.

Manufacturer narrative:
Unk as the upn and batch numbers were not disclosed. For no allegation of product malfunction or non-conformance contributing to the reported event.